Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that in the middle of a lasik procedure, the system froze. The system was suctioned on, locked in, and then the system froze. The technician had to use the emergency shut down because the switch would not work. The surgeon then lifted the patient interface off the patient, rebooted the system, and then was able to proceed and complete treatment without harm to the patient.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Review of the logfiles shows the 5th treatment was aborted during docking before laser emission due to the user shut the system down by the emergency switch. Most possible the user shut down due to the reported screen froze. No freezing of the system is detectable in the logfiles. The system was restarted, then the user performed the aborted treatment with no further issue and 3 other treatments successfully without any error or warning. At the end of the logfile the system was shut down normally. By the logfile review no abnormalities or deviations of the system can be identified during the complete day. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).